Manufacturer narrative:
Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer called reporting they received an error 3 message after test result appears. The readings were then noted to have changed from mg/dl to mmol/l in this locked meter. There was no report of death, serious injury or mistreatment.